Event description:
It was reported that patient was complaining of knee pain.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat# 7115-0011, lot# unk, description: series 7000 standard tibia. Cat# 82-7-115, lot # unk, description: scorpio nrg x3 ps tibial insert #11 15mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.